Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is ventricular fibrillation. The patient was also noted to have experienced an infection. No further information is available.

Manufacturer narrative:
Analysis was normal. No anomalies were found. The device was above eri upon receipt, ate was normal. Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).